Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the circumflex artery which was reported to exhibit an 80 degree bend, moderate calcification with 70-80% stenosis. No abnormality noted during preparation of the device. Multiple pre-dilations were carried out on the lesion. Several attempts were made to deploy the resolute; however it was unable to cross the lesion. During an attempt to remove the resolute, the stent became dislodged in the left main / circumflex area. The physician has indicated that perhaps the stent had been caught on calcium. The stent was successfully removed with a snare. The target lesion was treated with a shorter resolute stent. Patient status is stable. Image review the images show a lesion in the proximal lcx tortuosity, calcification and stenosis are evident. Pre-dilations are performed although the stenosis does not open up significantly. A support wire is placed in the vessel. There is an image of what appears to be a failed stent positioning - this is most likely the resolute integrity device. The catheter is positioned at a 90 degree angle during the attempts to cross the lesion. There are no images of the stent dislodgement or snare. The following images show additional pre-dilations, followed by a smaller sized stent deployment, followed by post-dilations. Evaluation summary the stent was returned off the balloon. The stent was severely stretched and deformed. Crimp impressions were evident along the balloon.

Manufacturer narrative:
Evaluation results: inherent risk of procedure-stent dislodgement. Patient's condition affected effectiveness of device - 70-80% stenosis, moderate calcification and tortuosity. Deformation problem. Evaluation conclusion: inherent risk of procedure -stent dislodgement 50 device failure/lack of effectiveness related to patient condition -70-80% stenosis, moderate calcification and tortuosity. (B)(4).